Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka in 2016 (unknown day and month) a revision surgery was performed on (B)(6) 2022 to explant the implants due to periprosthetic infection. The current health status of patient is unknown.

Manufacturer narrative:
D4, h3, h6; the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 6 years post implantation due to a periprosthetic infection. The requested documentation has not been provided as of the date of this medical investigation and the current health status of the patient is unknown. Without the requested documentation, further clinical root cause analysis cannot be performed; therefore, the source of the reported infection cannot be concluded. The patient impact beyond the reported periprosthetic infection and subsequent revision could not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.